Event description:
It was reported that the patient experienced pump migration, nerve pain, and discomfort with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.